Event description:
Journal reference: d. Fontaine et al."subthalamic nucleus stimulation using a fisher zd stereotactic frame mr-CT fusion guidance and preoperative orthogonal radiographs, in parkinson's disease" neurochirurgie 53 (2007) 463-469. The article describes the method and results of a technique to implant electrodes in the stn for treatment of pts with idiopathic parkinson's disease. Sixty (60) pts with motor fluctuations and/or dopa-induced dyskinesia had the stn bilateral implantation surgery. Several complications were reported as noted below. Reportable event: long -term results showed 6 pts experienced increased loss-of-balance.